Manufacturer narrative:
Model m51psemiblue, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1125085 rev j was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Batteries are not hold a charge.

Event description:
Dealer stated that the battery was only showing 24 volts and when it starts to drive it drops down to 17 volts. Dealer stated that the batteries were charged overnight and show a full charge. Sent out new battery out under warranty # (B)(4).